Event description:
Hologic received a report in 2007 from philips, who functions as a service provider for the hosp that owns the unit. The report stated that during positioning of a pt for a chest exam, the radiation technologist adjusted the pt support device, and the device released by itself and struck the pt on the head. The service engineer from philips found broken tension spring in the support device. Since this prod is no longer supported, and parts are not available to repair the equipment, the service engineer removed the pt support device from service.

Manufacturer narrative:
Hologic contacted the radiological tech. The radiological tech told us that the injury to the pt related to this incident was very minor, and no medical intervention was required. The device could not be repaired, as parts are no longer available. The pt support device was removed from service. Trex medical is no longer in business, and the device is no longer manufactured.